Event description:
It was reported that the pt experienced itb withdrawal with the following symptoms: hypertonia, pruritus and increased pain. The proximal catheter was surgically revised in 2008, and the symptoms resolved.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.